Event description:
On (B)(6) /2014, I had a medtronic spinal stimulator implanted when we lived in (B)(6) at (B)(6) hospital, (B)(6). Back in (B)(6) 2014, we moved to (B)(6) and I contacted medtronic to tell them about the new address and to tell them I was beginning to have problems with the unit. I told them that when I tried to charge the battery, the implant would get hot, not my skin, but the battery pack. I was told that I was doing it wrong and to try again. I did a few more times, but the pain was very bad, so I quit. I tried calling them many times and couldn't get anybody to answer my calls, so again, I quit trying. I saw on the tv one night about the medtronic recall with their bonegraft infusion and I contacted the law firm. I was unfortunately told that I had no case with that, but he recommended that I google about the stimulator and I just found this recall on your site. I have the class 2 medtronic 37714 model and I personally think that it is poisoning me. I just talked to medtronic and the woman talked to me like I was crazy, she said that there was no recall and when I told her that I was on the FDA website looking right at it, she got real quiet and then I asked her about what would happen to me if this had to be taken out and she said that it would have to come from a doctor. I don't know what to do. Please help me with whatever information or advice that you can.